Event description:
It was reported an ax55g was used during a low anterior resection. It was reported by the affiliate the staple malformed. Doctor put overstitches to close the tissue. There was no consequence to the pt.